Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case, lower case, bail covers and battery drawer were broken and contaminated, the battery release was contaminated, the ring cover and ring were missing and the lead flex cover was broken. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.